Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvwh10) was returned for investigation. Visual inspection of the returned product identified a fractured implant. There was presence of bone residue around the external threads of the implant due to usage. The reported device was located on tooth # 14 and had been implanted for approximately 11 years. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review could not be performed. A 12 month long complaint history review by item number was performed for similar complaints and no similar complaints were identified. Complainant reported that the implant was fractured. The reported complaint is confirmed. Per visual inspection, the implant was fractured. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth: unknown. Weight: unknown. Lot number: unknown. Last name: unknown. Additional PMA/510(k) number: k011028/k013227.

Event description:
It was reported that the implant was fractured. The implant was removed and the site grafted.